Event description:
It was reported that the system was removed due to a pocket infection. The patient's wife said he had a staph infection and died days after the system was removed. She also said the patient had many medical problems. Cause of death has been requested but not received.

Manufacturer narrative:
This event occurred more than three years ago. An effort to obtain additional information from the hospital has been unsuccessful to date. Another attempt will be made and any additional pertinent information will be reported. There is no statement from a health care professional suggesting the death was device related.